Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that since (B)(6) 2025 the pt had been seeing the settings not available message on their controller. No symptoms reported. The pt inquired on how to address this. Patient services (pss) responded to the pt's email redirecting them to their doctor. The pt called patient services back stating the issue was not resolved and they were unable to increase their settings. The pt stated they tried everything suggested to them to try in the email they received from pss. They were still getting the settings not available message and they recharged the implanted neurostimulator (ins) because it was low; pt confirmed it was at 80% charge at the time of this call. The pt stated they decreased the intensity by 1 in both group a and group b, but the message still appeared, so the decreased by 2, and then they were unable to increase the intensity. Pss reviewed what the settings not available message means and redirected the pt to call their rep for further assistance. The pt responded to follow up and reported they would be seeing a rep on (B)(6) 2025 at their doctor's appointment. Pt redirected us to contact the rep for further information. Rep reported they were notified of this event on 2025-apr-15 via text. Another rep met with the pt on (B)(6) 2025 to reprogram the pt's device. Additional information received from the manufacturer representative reported that the issue was resolved by programming off contact 0 which impedance showed was greater than 40000.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.